Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code (B)(4) no longer applies. Eval codes-method, result, conclusion no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that there was not patient death. The patient recovered without sequela. The reason for device removal was sudden loss of therapy and battery was depleted. Rotor and dye studies were not performed. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving lioresal (1900mcg/ml at 1151.5mcg/day), prialt (1.7mcg/ml at 1.03mcg/day), and dilaudid (3.3mg/ml at 2mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the 8476 (motor stall) code was reported on the personal therapy manager (ptm). They gave the patient a bolus earlier on (B)(6) 2019 and the ptm worked fine. They attempted to deliver a bolus and saw the 8476 error code. The consumer confirmed hearing the dual tone alarm. The patient did not recently have an MRI. The patient had a computed tomography (CT) scan, however that was weeks prior. Eri was less than 1 month. The hcp replaced the pump on (B)(6) 2019. No symptoms were reported. There were no further complications reported at this time.